Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. During follow up with the key market (km), the responder was unable to provide any further details from the customer, and the device was not returned to the service center for evaluation/repair. No further details were provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that data was no longer being displayed on the external monitor. The device was in clinical use when the issue occurred. No delay in therapy was reported. No patient or user harm reported. The customer reported that after the software version of the device was uploaded from 2.30 to 3.20, the data no longer displays on the external monitor. It was reported that the device was not being returned for evaluation. It is suspected that the issue occurs due to changes in the v60's output, caused by the software version upgrade (extending the service life from 8 to 10 years). Since the device cannot be repaired, even if they are sent to the repair center, they will not be returned for evaluation. This investigation is ongoing.